Manufacturer narrative:
(B)(4).

Event description:
The patient reported that they did not have stimulation and their device was not working. The patient had been hit by a car on (B)(6) 2016-, however they noted that the device was not working prior to them being hit by a car. The patient didn't remember when the device stopped working. It was noted that the patient had been in remission for years and didn't need their device. The patient tried to check their device with their programmer but the only thing that lit up on the programmer was the 9v battery. The patient had experienced a lot of pain slowly coming on through the week. The pain was in the patient's knees and lower legs and the patient thought their implantable neurostimulator (ins) was dead. The patient was indicated for reflex sympathetic dystrophy with causalgia and complex regional pain syndrome. No causes, interventions, or outcome were reported with this event.